Event description:
It was reported that the pt was reimplanted on (B)(6) 2013. Based on info received, an obvious decline in the pt's hearing performance was noticed by the guardians on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.